Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states while customer was at school she began feeling "unwell" with result of 8 mmol/l obtained on the mobile system. Customer's teacher put her on a bean bag chair to rest. One hour later when the caller went to pick the customer up from school she noted customer was "unresponsive;" caller tested customer on the mobile system and obtained results of 6.4 mmol/l and 5 minutes later 4.8 mmol/l. Caller took the customer home and treated her with "soft drink;" customer tested 3.2 mmol/l on the mobile system and 2.1 mmol/l on her "optium" meter. Requested return of suspect device however caller no longer has the test strips.